Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. We also detected a link break at the swage end of the anterior cuff; however, it was due to post-procedure manipulation and not considered a failure mode of the device. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The anterior cuff successfully captured the needle during the proxy plunger insertion. The needle trajectory of every device is checked twice during manufacturing. Based on the test result of the device needle trajectory in the lab and testing during manufacturing, the probable root cause for the anterior cuff miss during needle deployment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of device history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure using a proglide device. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.